Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that on (B)(6) 2023, the infusion set's tubing detached from the connector. Therefore, the patient's blood glucose level was 218 mg/dl at the time of this event. Moreover, the infusion set had been used for two days. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.